Event description:
Healthcare professional right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis visual of the returned device identified: opening on anterior and crease fold. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.